Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). It is unknown if the device will not be returned for analysis. Once the product has been returned and or the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01435.

Event description:
It was reported that a patient underwent a revision procedure approximately 9 years and 5 months due to pain, osteolysis around the acetabular component and elevated metal ions. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records/radiographs received. Review of the available records identified: -best appreciated on coronal reconstructed CT images includes geographic zones of lucency within the greater trochanter as well as in the periprosthetic region of the acetabular cup extending into the lateral margin of the pubic tubercle. Given the provided history of elevated metal ions, findings are consistent with metallosis. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.